Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report of a damaged adapter was confirmed and the cause appeared to be manufacturing related. One photograph was provided for investigation. The photo showed a blue catheter adapter from a 22g insyte autoguard IV catheter. The threaded end of the adapter was deformed and the characteristics of the deformation were consistent with damage that can occur during manufacturing. The reported air in the line was confirmed based on the circumstantial evidence that was observed on the photo and was likely a concomitant issue due to the damaged adapter. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Event description:
The following information was provided by the initial reporter: placed a 22 g IV in the right antecubital region. Upon attempting to flush the IV, she noticed that the line was pulling back air bubbles and blood. She then noticed a defect in the catheter hub. She was able to draw labs but the IV had to be removed. The patient tolerated the procedure well and did not require another IV. He was discharged a few hours later.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.